Manufacturer narrative:
This follow-up report is being submitted to relay corrected/ additional information. The following sections were corrected/added: h6: medical device problem code. The reason for the revision was likely due to prosthesis wear and disassembly of the torque defining screw leading to humeral tray disassociation. Potential contributions may include patient-related conditions, incomplete seating during implantation, forces on the underside of the humeral tray or cross-threading of the screw during assembly. However, the torque screw disassembly and the sequence of events cannot be confirmed and potential contributions of user or patient-related consideration to the event could not be assessed as the components were not returned for evaluation and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11 the following sections were corrected: h6 h11: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and identified laser marking error, missing and/or non-visible laser markings, during final inspection. The affected parts were separated and scrapped. Therefore, the disassembly and wear reported does not appear to be manufacturing-related. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, was likely due to prosthesis wear and disassembly of the torque defining screw leading to humeral tray disassociation. Potential contributions may include patient-related conditions, incomplete seating during implantation, forces on the underside of the humeral tray or cross-threading of the screw during assembly. However, the torque screw disassembly and the sequence of events cannot be confirmed and potential contributions of user or patient-related consideration to the event could not be assessed as the components were not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that this patient's right shoulder was revised. Subsequently, the humeral tray had become loose. The humeral tray was loose with the screw contained in the implant. The surgeon was able to swap out the glenophere and replace the humeral tray and liner. Patient was last known to be in stable condition following the event.